Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that the burr stalled and detached in the lesion resulting in surgical intervention. The target lesion was located in the right coronary artery (rca). A rotawire floppy guidewire had difficulty advancing through the vessel due to high calcification. The guidewire was eventually able to cross the lesion with the use of a non bsc micro catheter. A 1.25mm rotalink plus was introduced and the lesion was treated with a "pecking" technique of ablation. The rotablator stalled at 180,000 rpm. The physician attempted to activate the burr however the burr was not spinning. The physician then attempted to withdraw the rotalink plus system, however it was not possible to withdraw the device. The 1.25mm burr with 2cm of the shaft material remained in the rca. The patient was placed in another hospital for bypass surgery scheduled for the following day. The 1.25mm burr with 2cm of the shaft remained in the patient after bypass surgery. The patient is in the intensive care unit and is receiving catecholamine. The patient's condition is stable.